Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on examination, the pump was noted to have a crack along the side of the battery compartment with moisture observed inside the battery compartment. A leak test was performed resulting in moisture leakage into the battery compartment at the site of the crack. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump. Investigation duplicate the complaint.